Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an allergic skin reaction to the sensor adhesive that occurred on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Patient described the reaction as blister-like, red, raw and containing puss/liquid. Reaction was located under the sensor patch. Patient also stated that the sensor left a pink and flaky mark at the sensor site. Patient visited their doctor on (B)(6) 2015, concerning previous reactions, and was advised to apply hydrocortisone cream to the site before applying sensors. Patient treated the affected area with aloe vera and neosporin. On (B)(6) 2016, patient reported additional information. Patient stated that in regards to the reactions from the adhesive, the onset of symptoms is normally between 24-48 hours and results in one big blister, leading to the piece of skin to fall off. The skin underneath is generally red in appearance and contains puss. Patient noted that the reaction is worse if he applies the sensor right after showering. Patient confirmed that he is not aware of any hypersensitivity to other tapes or cyanoacrylate. Patient has not worn the continuous glucose monitor since (B)(6) 2015 and has considered using a protective barrier to mitigate skin reactions. No additional event or patient information was provided.